Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy within the terminal ileum/cecum, performed on (B)(6) 2013. This patient had recently undergone a bowel resection and the anastomosis was located at the terminal ileum / cecum. The patient had undergone a colonoscopy in the preceding days to treat bleeding from the anastomosis site. However, the bleed continued so the decision was made to scope and treat the patient further. According to the complainant, during the procedure, an injection gold probe was used to initially inject the site. The injection slowed the bleed and identified a target area of bleeding to focus on. A resolution clip device was advanced to this target tissue, and then locked and deployed, but the clip failed to release from the delivery catheter. The nurse, in an attempt to aid in the deployment, re-opened her hand to actuate the handle, but this was not successful. Further attempts to dislodge the clip using various methods, which included "jiggling on the handle and with the scope", failed. After these various attempts, the handle appeared to have been broken. At this time, the handle was cut from the device, and one final attempt to release the clip was made by pulling on the coil wire; however, the clip remained attached. The physician made the decision to pull the clip assembly from the tissue. Once performed, no tearing or increased bleeding was observed at the target site. The resolution clip device was withdrawn from the patient, and then the previously used injection gold probe was reintroduced, and then used to resolve the bleed to the physician¿s satisfaction. Reportedly, prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 15+ minutes occurred. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy within the terminal ileum/cecum, performed on (B)(6) 2013. This patient had recently undergone a bowel resection and the anastomosis was located at the terminal ileum / cecum. The patient had undergone a colonoscopy in the preceding days to treat bleeding from the anastomosis site. However, the bleed continued so the decision was made to scope and treat the patient further. According to the complainant, during the procedure, an injection gold probe was used to initially inject the site. The injection slowed the bleed and identified a target area of bleeding to focus on. A resolution clip device was advanced to this target tissue, and then locked and deployed, but the clip failed to release from the delivery catheter. The nurse, in an attempt to aid in the deployment, re-opened her hand to actuate the handle, but this was not successful. Further attempts to dislodge the clip using various methods, which included "jiggling on the handle and with the scope", failed. After these various attempts, the handle appeared to have been broken. At this time, the handle was cut from the device, and one final attempt to release the clip was made by pulling on the coil wire; however, the clip remained attached. The physician made the decision to pull the clip assembly from the tissue. Once performed, no tearing or increased bleeding was observed at the target site. The resolution clip device was withdrawn from the patient, and then the previously used injection gold probe was reintroduced, and then used to resolve the bleed to the physician's satisfaction. Reportedly, prior to use, no damage was visible to the device or its packaging. Additionally, the scope was not in a retroflex position and a procedural delay of approximately 15+ minutes occurred. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was not used past its expiry date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination noted the clip was mashed onto the bushing. The clip prongs were not locked into the capsule and the capsule had a small dent. There were kinks in the control wire. The over sheath was torn, cut and stretched. The sheath grip was not returned. The slider cover was broken and the cross pin was detached from the slider. The coil was cut from the handle and was bent in several places. Functional analysis revealed that the clip assembly could not be deployed and the prongs could not be opened or closed. The investigation found that the clip assembly could not be deployed as the clip was mashed onto the bushing. The slider cover was broken and the cross pin was detached from the slider. Based on the condition of the returned device, the reported failure was confirmed. It is likely that due to anatomical/procedural factors encountered during the procedure, the performance of the device was limited. Therefore, the most probable root cause is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.